Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when using the camera control unit, an e116 otv error code was received. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d8, h4, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the device was not returned to olympus for inspection, and the reportable malfunction could not be confirmed. Therefore, a definitive root cause for the reported suggested malfunction could not be established. Olympus will continue to monitor field performance for this device.